Event description:
During a transfemoral (tf) tavr procedure, a significant iliac artery injury was noted requiring surgical repair. Prior to the procedure, a 29mm sapien xt valve was selected. The access vessels were noted to be below the minimum vessel diameter requirements for a 29mm xt valve; however, the decision was made to proceed with the tf approach. Dilators, up to 20fr, were used to pre-dilate the vessels. All dilators, including the 20fr, were inserted smoothly. The 20fr expandable sheath (esheath) was then introduced and slowly advanced. No difficulties were encountered; however, it was noted it felt ¿a little tight" going in. The valve was successfully deployed. An angiogram was performed as the esheath was removed past the abdominal aorta, but still in the common iliac artery and prior to pulling the esheath into the external iliac artery. Some extravasation was noted into the abdominal cavity. The esheath was pulled into the external iliac artery, and pronounced extravasation was noted. The origin of the extravasation visualized could not be identified clearly. A percutaneous transluminal angioplasty (pta) balloon was inserted in the contralateral side to occlude the right common iliac (rci). A viabahn graft was then advanced through the esheath and deployed. The graft was post dilated and extravasation was still noted. A second stent was deployed and post dilated. An angio was repeated again revealing the perforation was still present and actively leaking. A third stent graft was deployed and post dilated. A final angio was performed and revealed no extravasation. The remaining portion of the esheath was then removed and retroperitoneal bleeding with hematoma was observed. The decision was made to open the groin and surgically repair the iliac artery and hematoma. The patient was transfused with 4 units of blood and 8 units of platelets. Following the surgical repair, blood was evacuated from the abdominal cavity and re-transfused to the patient. The procedure was completed and the patient was transferred in stable condition. The access vessel minimum luminal diameter (mld) was 5.4mm, with no calcification and mild tortuosity reported. It was perceived that the smaller than minimum requirement size of the access vessels contributed to this event.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for 20fr esheath is >7.0mm. In this case, the patient¿s access vessel mld was 5.4mm, with no calcification and mild tortuosity. In this case, patient factors (vessel mld smaller than minimum requirements and mild tortuosity) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.